Event description:
It was reported that this right atrial lead exhibited noise, which was reproducible. The field representative will follow up with the physician. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).